Event description:
It was reported that stent damage occurred. After pre-dilation was performed, a 2.75 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.